Manufacturer narrative:
Batch review performed on 22 january 2019. Lot 125397: (B)(4) items manufactured and released on 18 february 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
About 5 years and 4 months after primary the surgeon revised the patient for stem loosening. Stem, liner and head swap. The surgery was completed successfully.